Event description:
User felt they were unable to achieve the desired suction level with the device in question. Therefore used another piece of equipment of the same make and model to complete their task.